Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01131.related manufacturer reference number: 1627487-2020-01132.it was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on 03 june 2018 wherein the scs system was explanted and replaced with a competitor¿s system to address the issue.